Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient initiated a transmission from their insertable cardiac monitor to the clinic. Upon review, the device exhibited diagnostics anomaly of missing alerts on the transmission. It was unknown what the cause was. No intervention was performed. The patient did not experience any adverse consequence.